Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in in high co2 delivery during a case. There was no report of patient injury.